Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a vibratory notification alert via merlin.net transmission, device back up vvi mode was observed. Upon device interrogation, backup vvi mode was observed. A device download was performed successfully. Patient was stable and will continue to be monitored routinely.